Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle of one of the sensors got separated. The customer also reported that they received multiple sensor error alarm with the other sensor. The customer's blood glucose was 8.2 mmol/l at the time of incident. The customer was able to perform test plug procedure and passed. The customer stated that the cannula was bent after removing the sensor. The sensor will not be returned for analysis.